Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the insertion tube had buckled, the light guide lens had chipped, leaking was noted from the lock pin, and the bending section cover glue was cracking. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, water damaged reprocessing without cap was noted with the evis exera ii colonovideoscope. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause was use error. It is likely, the user's understanding differed from olympus recommendations in device handling and reprocessing steps. The event can be detected and prevented by following the instructions for use (IFU): the detection method is provided in evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection. The preventive measures are provided in evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.